Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The cause of the peritonitis was reported as the patient made a mistake/touch contamination. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the event of peritonitis. Outcome for the event of made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The nurse did not provide causality for the event of the patient made a mistake/ touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd886812, gd886028 and gd885301 and no exceptions were observed that were related to the reported condition. The problem was confirmed and the cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.